Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo 90 infusion sets were applied and stuck, but the cannula pulled out after two hours. This event occurred approximately two weeks ago from date of report. It was found that insulin was leaking. Blood sugars were noted that they did not go above 400mg/dl. The infusion set was changed and insulin was administered to address the issue. No permanent injury was reported. See MFR: 2183502-2016-01880.